Event description:
Had essure inserted, started having slot of bad symptoms; depression, lupus like symptoms, dizziness, no energy. Essure went into my uterus. Had to have emergency hysterectomy. Now I have been diagnosed with ms.